Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator went into backup operation as firmware upgrade failed midway. After software download via engineering test page, normal device function resumed. No further attempts were made to upgrade the firmware. The patient was not feeling well during the update and was feeling fine once normal device function resumed.